Event description:
The customer noticed that his blood glucose levels rose to 250 mg/dl and then to 300 mg/dl. When the customer removed the pod, he noticed that the needle was still inside the infusion site, but the cannula was not inserted. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle to retract and to deploy the cannula, or to determine the root cause. Lot qualifications records were reviewed, and the product lot met all acceptance criteria.